Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the rv lead. Physician suspected clavicle crush, with inconclusive isometrics test and no imaging. The lead was capped and replaced. The patient is doing well post procedure.